Event description:
Customer reported experiencing a low blood glucose level, measuring at 42 mg/dl, with the cause remaining unknown. Customer managed the low glucose level by consuming carbohydrates. Despite having a pump with the control-iq feature active, the customer declined a supplies or system check as the cause of the low blood glucose was not determined.